Event description:
Rv lead integrity warning on(B)(6) -2021. High rv threshold noted (B)(6) 2021 (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)